Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the 680 chemistry analyzer, and identified the failure mode as a misaligned sample probe which caused the probe to bend. The fse replaced and realigned the sample probe to resolve the issue. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneous results on multiple analytes on their au680 clinical chemistry analyser. There was no report change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided examples of the affected analytes.